Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11173r28, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (20 mg/ml) at 2.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history and concomitant medications were not provided. During a pump replacement due to normal battery depletion, the healthcare provider was unable to aspirate the catheter. Pre-operatively the patient was getting great relief from the pump. The catheter issue was unknown. The catheter was not replaced. Additional information has been requested regarding troubleshooting performed, actions taken, the cause of the inability to aspirate the catheter, and if the issue has been resolved, but it was not available at the time of this report.if additional information is received, a follow-up report will be submitted.